Event description:
In april 2006, I had purchased three bottles of bausch & lomb opcon a and one bottle of bausch & lomb moisture eyes. I started using them the end of may. May 31, I came down with eye infections in both eyes. Swelling, terrible redness, tearing, burning, itching, and distorted vision. I recently became aware of the recall of another bausch & lomb product, and so my question is: has anyone reported a problem with the products I have used? I saved/ have the bottles, they have already been used. I am still seeking medical care for this infection.